Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro seemed to stay hot even while not deployed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). A lot history record review was completed for lots 25140541, 25140268, 25140123 the last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history the device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood and charred tissue was observed on the heater wire. The heater wire was observed to be slightly flexed away from the hot jaw at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicone insulation on the hot jaw was charred, cracked and whitish in color. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible sound during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times with no observed failure. The tool handle was opened to evaluate the internal components. No visible defects were observed to the toggle. Microscopic inspection showed no residue or contamination on the inner switch mechanism. Based on the return condition of the device, the reported failure "device remains activated" was not confirmed, but was confirmed for the analyzed failures "thermal decomposition of device" and "material twisted/bent".

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro seemed to stay hot even while not deployed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.